Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and observed reader to be damaged due to use related issue. Therefore, the issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a fast-draining battery with the adc freestyle libre reader. While the customer (child) was in school, the customer experienced "extreme fatigue" and inability to move, but was unable to obtain blood glucose due to issue with reader. The caregiver was called to the school and treated the customer with sugar. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release and that the correct charging cable was inlcuded in the kit pack. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a fast-draining battery with the adc freestyle libre reader. While the customer (child) was in school, the customer experienced "extreme fatigue" and inability to move, but was unable to obtain blood glucose due to issue with reader. The caregiver was called to the school and treated the customer with sugar. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date of event is unknown. The date entered is per the caller's report of "2 months ago". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a fast-draining battery with the adc freestyle libre reader. While the customer (child) was in school, the customer experienced "extreme fatigue" and inability to move, but was unable to obtain blood glucose due to issue with reader. The caregiver was called to the school and treated the customer with sugar. There was no report of death or permanent injury associated with this event.